Event description:
A customer notified baxter corporate product surveillance (cps) of one (1) ce intermate sv 200 in which a rupture was observed while the device was being filled with sodium chloride. It was reported that the inner bladder spilled the contents into the plastic housing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. The root cause was determined to be a manufacturing defect. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted.